Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and seven months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve in the aortic position. The reason for replacement was due to severe aortic insufficiency. No additional adverse patient effects were reported.